Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rashes') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 2.5 years. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dishidrotic eczema / feet are the worst, especially between my toes, painful and itchy/it tend to be so itchy"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), mental disorder ("I feel so dumb when talking to people"), herpes zoster ("shingles") and pain ("stabbing pain in the circled location"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash, genital haemorrhage, pelvic pain, mental disorder, herpes zoster and pain outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered dyshidrotic eczema, genital haemorrhage, herpes zoster, mental disorder, pain, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: result not provided. Ultrasound scan - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿rash". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4)- event pain added. Reporter, source documents and reference section were transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rashes') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 2.5 years. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dishidrotic eczema / feet are the worst, especially between my toes, painful and itchy/it tend to be so itchy"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), mental disorder ("I feel so dumb when talking to people"), herpes zoster ("shingles"), pain ("stabbing pain in the circled location") and amnesia ("memory loss(yes)"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash, genital haemorrhage, pelvic pain, mental disorder, herpes zoster, pain and amnesia outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered amnesia, dyshidrotic eczema, genital haemorrhage, herpes zoster, mental disorder, pain, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: result not provided.. Ultrasound scan - on an unknown date: result not provided.. Concerning the injuries reported in this case, the following ones were reported via social media- rash, memory loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received: reporter information and event memory loss added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rashes') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 2.5 years. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dishidrotic eczema / feet are the worst, especially between my toes, painful and itchy/it tend to be so itchy"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), mental disorder ("I feel so dumb when talking to people"), herpes zoster ("shingles"), pain ("stabbing pain in the circled location") and amnesia ("memory loss(yes)"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash, genital haemorrhage, pelvic pain, mental disorder, herpes zoster, pain and amnesia outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered amnesia, dyshidrotic eczema, genital haemorrhage, herpes zoster, mental disorder, pain, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: result not provided.. Ultrasound scan - on an unknown date: result not provided.. Concerning the injuries reported in this case, the following ones were reported via social media- rash, memory loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rashes') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 2.5 years. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dishidrotic eczema / feet are the worst, especially between my toes, painful and itchy/it tend to be so itchy"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), mental disorder ("I feel so dumb when talking to people") and herpes zoster ("shingles"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash, genital haemorrhage, pelvic pain, mental disorder and herpes zoster outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered dyshidrotic eczema, genital haemorrhage, herpes zoster, mental disorder, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: result not provided. Ultrasound scan - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿rash". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: case became incident as essure removal added. New event 'dishidrotic eczema / feet are the worst, especially between my toes, painful and itchy' was added. Reporter information was updated. On 23-mar-2020: content from social media received: genital haemorrhage and pelvic pain events were added. Lab data were added. New reporter was added. On 23-mar-2020: social media received: reporter added. On 23-mar-2020: follow up received from social media. Reporter was added. Patient's age was added. Events shingles and psychological disorder nos were added. Duration of essure insertion was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.